Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the event may have occurred due to fluid invasion on the subject device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): chapter 3 ¿preparation and inspection¿ the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 "the workflow of preparation and inspection" "the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning "using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage". Chapter 5 ¿troubleshooting¿ the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastroinstestinal videoscope, had the entire image dark and blurry. The issue was found during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information is received, a supplemental report will be drafted. Olympus will continue to monitor the field performance of this device.